Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is not receiving pain relief from her scs system. The sjm rep met with the pt and reprogramming was unable to provide satisfactory stimulation in the pt's lower back. Additionally, many contacts displayed impedances before the amplitude was able to reach a level the pt could feel. X-rays were taken and the lead was determined to be in good position.